Event description:
It was reported that, the pt called to request recall info on both hips. During the course of obtaining documents from this pt to process his recall inquiry, he stated having pain in the left hip. He is very reluctant to provide his details to us.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mkl81y. Accolade (127 deg) size 2.5 accolade (127 deg) size 2.5, cat# 6021-2530, lot# 34901002. Delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 35730501. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Should additional info becomes available, the eval summary will be submitted in a supplemental report.